Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the gav 2.0 does not operate within the accepted tolerance in either position. An accelerated outflow of gav 2.0 could be determined. Internal inspection: after dismantling of the valve, deposits were found in gav 2.0. Results: based on our test results, we can determine an accelerated outflow at the gav 2.0. The deposits visible in the valve have led to the change in flow rate. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 (#fx214t) was implanted during a procedure on (B)(6) 2024. According to the complainant, the valve was explanted due to a blockage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 years, 2 months weight: 5 kgs, height: unknown, gender: female.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a gav 2.0 (#fx211t) was implanted during a procedure. According to the complainant, the valve was explanted due to a blockage. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.